Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 468 mg/dl at the time of incident and treated with manual injection then blood glucose went down to 401 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing.